Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
UDI updated: (B)(4). D1 , d4 updated. Brand name from: primetaper ev ø3.6 x 11mm os to primetaper ev ø4.8 x 8mm os, updated "catalog number" from "68011092" to "68011104."